Event description:
It was found during the investigation of the returned pump that the dso seal was torn. There were no patient involvement and no patient harm.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and a review of the 12-month service history was performed; however, no applicable history was identified. Visual inspection and functional testing were performed. The customer allegation that the air detector cover was damaged could not be confirmed through visual inspection or functional testing per pvt, as the customer-specified part does not exist. Upon further investigation, the battery door was found to be damaged, and internal components were found to be detached from the door. The battery door was replaced. In addition, the battery compartment was found to be damaged and was replaced. The alarm volume was found to be low. The front and rear piezos were replaced to restore alarm functionality. Further evaluation revealed that the dso seal was torn and required replacement. The device will require a new dso seal prior to completion of repair and final testing.